Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed and stated to have the patient seen in clinic for further testing. This device remains in service. No adverse patient effects were reported.